Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer that they attempted to recover the drawer, but an error message stating ¿requires maintenance, please contact technical support¿ appeared on the screen. The customer also reported that they powered off the station, unplugged the power cord, waited a couple of minutes, and then plugged the station back in and turned it on again. However, the drawer still could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the drawer was failing and could not be recovered. The field service engineer (fse) replaced the inseparable latch, then tested the drawer in the hardware test application and successfully recovered it in the medication application. The system functioned after the field service engineer repaired the device.